Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed and flail posterior leaflet, dilated left atrium for a mitraclip procedure. During the procedure, first mitraclip was successfully implanted at anterior and posterior leaflet 2(a2p2). An attempt was made to deploy second mitraclip. The grippers of second mitraclip interacted with first mitraclip and chordae. This made first mitraclip to tilt. Troubleshooting was performed to separate the clips and was successful. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (implanted) was due to procedural circumstances. The reported partial clip movement was a cascading event of the reported device damaged by another device (implanted). There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code added: medical device problem code: 4003.